Event description:
Resident fell from bathing chair. Some one apparently had been working on the chair, several components had been either removed or were loose. The bath aid did not notice the condition of the chair. When the resident was put in the chair, it and the resident slid off and to the floor. Resident bumped head but was otherwise uninjured.